Event description:
It was reported that during an arthroscopy, the twinfix ultra screw broke while implantation. The broken piece was retrieved from the patient by suction. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture string and fractured anchor were returned. The suture string is still attached to the distal end of the anchor. The anchor is fractured below the suture window and the distal tip is held to the insertion device by the suture string. The distal end of the insertion device is deformed and all returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. The provided photo was reviewed and appears to show a broken anchor attached to the insertion device; however the photo does not aid in determining the root cause of the device breakage. As of the date of this medical investigation, the requested clinical documentation including the surgical report has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.